Event description:
It was reported that a spectrum pump under infused. The customer stated that the pump would decrease the amount to be infused on its own resulting in an under infusion. The customer also stated that at the end of the infusion, the amount given did not equal the starting volume to be infused. Any patient injury is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation could not confirm or reproduce the reported under infusion. Flow rate tests were performed and the device was found to deliver within specification. No related device malfunction could be identified. Review of the device history log shows that the amount of given was cleared 4 times during this history log segment, which may account for the discrepancy reported by the customer.